Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils. During the procedure, a ruby coil would not advance past the rotating hemostasis valve (rhv); therefore, it was removed. The physician then attempted to advance the ruby coil out of its introducer sheath on the back table but resistance was encountered. Therefore, the procedure was completed using another ruby coil. There was no adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from its pusher assembly and had offset coil winds. The proximal end of the embolization coil was stuck inside the introducer sheath friction lock. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil was detached and had offset coil winds. The complaint indicated that the ruby coil could not advance past the rhv. If the introducer sheath is not properly aligned within the hub of the microcatheter, resistance may be encountered while advancing the coil. If the coil encounters resistance or becomes stuck in the rhv and is then forcefully advanced against that resistance, the coil winds may become offset. Further investigation revealed that the embolization coil was stuck inside the introducer sheath friction lock and was detached from the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.